Event description:
This complaint is now reportable based on the analysis completed on 10/24/2006. It was reported that during a coronary drug eluting stenting treatment procedure the stent could not cross the lesion. The lesion being treated was located in the right coronary artery. The physician attempted to place a 3.00x20mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was completed with another taxus express2 3.00x20mm stent. There were no pt complications and the pt's condition is reported as satisfactory and good. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
Microscopic examination of the crimped stent found damage to both the proximal and distal end. The stent appeared to be flared outwardly on both ends of the stent. No kinks or damage were noted along the shaft of the device. The balloon and tip profiles were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. The root cause of this damage is unknown. The manufacturing records for this specific batch number (7831305) found that the device met its material, assembly and product specifications.